Event description:
Reportedly, the tablet was unplugged during the software upgrade and suddenly turned off. On reboot, the manager was not available.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ - upon reception, the subject smarttouch tablet was turned on and the reported behavior was confirmed: the manager could not be opened and an error message was displayed. - analysis of the extracted expertise files revealed that the observed issue resulted from the brutal interruption of the smartview installation, which occurred on (B)(6) 2022 at 15:49 due to a very low battery level. - it should be noted that a pop-up indicating that the battery level was 8% and recommending to charge the tablet immediately was displayed around 30 seconds before the smartview installation was launched by the user. In addition, it was notified to the user that the smarttouch tablet must remain plugged in during installation of a new smartview version. - the tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.